Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 515mg/dl. Troubleshooting was performed. The customer was not given any manual injections and he believes that the insulin was denature due to the high temperature in the car he was traveling in. The programming, boluses, and basals were correct. Ran a fixed prime and high pressure tests and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.